Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) has been updated based on the additional information received on april 23, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: initial reporter facility name (B)(6).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025 for the treatment of esophageal varicosity. During the procedure, the band could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 23, 2025. It was clarified that the type of procedure performed was esophageal variceal ligation. Additionally, it was noted that the first band could be deployed; however, from the second band, they could not be deployed in order.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: initial reporter facility name (B)(6) hospital university).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025 for the treatment of esophageal varicosity. During the procedure, the band could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2025 for the treatment of esophageal varicosity. During the procedure, the band could not be deployed normally. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 23, 2025 it was clarified that the type of procedure performed was esophageal variceal ligation. Additionally, it was noted that the first band could be deployed; however, from the second band, they could not be deployed in order.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block e1: initial reporter facility name (B)(6). Block h11: the returned speedband superview super 7 was analyzed, and it was observed during visual inspection that the ligator housing was returned with 4 bands on it; some of them were overlapped, and the handle has evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. This problem might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, making the bands not able to deploy accordingly and also getting them overlapped. Based on all gathered information, the probable cause selected is adverse event related to procedure.